Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior, multi-level fusion at l4-s1 where rhbmp-2/acs was used along with autograft materials and allograft materials on (B)(6) 2009. Imaging studies ultimately showed the patient had developed uncontrolled bone growth and resulting nerve compression at the site of implant. The patient now suffers from chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient underwent: l4-5 and l5-s1 bilateral laminectomy, medial facetectomy, foraminotomy, discectomy and decompr ession of nerve roots; l4-5 and l5-s1 interbody fusion with peek cage and trinity mesenchymal allogragft and bone morphogenic protein; bilateral l4-5 and l5-s1 posterolateral fusion with bmp in situ morselized bone graft and trinity mesenchymal allograft; segmental fixation, l4-5 and l5-s1 bilateral with 5 pedicle screw fixation system; harvest in situ morsellized bone graft. Preoperative diagnosis: severe degenerative disc disease, l4-5 and l5-s1 with pars defect l5-s1 bilateral and small listhesis. Per-op notes: ¿ ..a 12mm a 12mm peek cage packed with trinity mesenchymal allograft, bmp and then curet into appropriate position using c-arm fluoroscopy as a guide. Now that the screws were in position, we decorticated and packed the lateral transverse processes with in situ morselized bone graft that had been harvested from the lamina, cleaned on the back table and mixed with mesenchymal allograft, that was placed in and amongst the bmp match. No complications were reported..¿